Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/13/2014 with the following findings:a review of the pump¿s black box history showed that unexplainable power reboots were recorded. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap threads were found to be stripped and the battery cap was not able to be fully secured to the pump. Power losses occurred with the returned battery cap. A test battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours using the test battery cap and no power losses occurred. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump lost power. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.